Event description:
This is a report of a patient death coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. Prior to passing away, the patient was hospitalized (details not reported). It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.